Event description:
The surgeon used an absorbatack fixation device to secure mesh during a ventral hernia repair. While firing the device, the shaft bent. The device was able to be used for the remainder of the procedure but was more difficult to use than the sorbafix that the surgeon is more accustomed to.